Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in first call they took the patient off another machine and place the baby on arctic sun device (s/n (B)(6). They called because the timer was not counting down, but it was now. Also, the screen reads low flow. Target temperature was 33.5c. Patient temperature was 33.9c. Device set to start cooling at target. Explained the timer was waiting for the patient to approach target before the timer started counting down. Showed nurse where to adjust timer, if desired. The patient has been on this device roughly 20 minutes. Flow was 1.2lpm. Patient was originally on a stat. Explained on the arctic sun device there would be a bubble that reads low flow when a neonatal pad was in use. Provided troubleshooting tips if there are any audible alerts regarding low flow. In second call the baby was initially cooling on arctic sun device (s/n (B)(6), but the temperature was erratic. The patient would be 32.5c then suddenly at 34c. They replaced the probe, and it continued to occur. The baby had already been moved to another device (s/n (B)(6). Explained that since this continued to occur after the probe was replaced, consider replacing the temperature in cable.

Event description:
It was reported that in first call they took the patient off another machine and place the baby on arctic sun device (s/n (B)(6). They called because the timer was not counting down, but it was now. Also, the screen reads low flow. Target temperature was 33.5c. Patient temperature was 33.9c. Device set to start cooling at target. Explained the timer was waiting for the patient to approach target before the timer started counting down. Showed nurse where to adjust timer, if desired. The patient has been on this device roughly 20 minutes. Flow was 1.2lpm. Patient was originally on a stat. Explained on the arctic sun device there would be a bubble that reads low flow when a neonatal pad was in use. Provided troubleshooting tips if there are any audible alerts regarding low flow. In second call the baby was initially cooling on arctic sun device (s/n (B)(6), but the temperature was erratic. The patient would be 32.5c then suddenly at 34c. They replaced the probe, and it continued to occur. The baby had already been moved to another device (s/n (B)(6). Explained that since this continued to occur after the probe was replaced, consider replacing the temperature in cable.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Correction: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.